Manufacturer narrative:
On (B)(6) 2017 the r&d project manager performed a visual inspection of retrieved item and commented as follows: the stem was analyzed: the ha coating was almost totally absorbed, except for a small portion in the proximal region. Some scratches were noticed in the neck and on the taper and an evident groove was noticed in the neck: all these features most probably occurred during the revision of the stem. From the analyzed part it is not possible to determine with certainty the root cause of the event.

Manufacturer narrative:
Batch review performed on 26 july 2017. Lot 071629: (B)(4) items manufactured and released on 04 september 2007. Expiration date: 2012.07.31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot. On 27th july 2017 the medical affairs made the following analysis: revision surgery occurred 10 years after primary cementless total hip arthroplasty. Radiographic images provided suggest the presence of proximal loss of bone density and possibly osteolysis. Aseptic loosening is a possible, literature described long-term adverse event after tha and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision 10 years after primary for stem loosening. The revision was completed successfully.